Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. This report was originally submitted under MFR report # 2424472-2019-00214 by mistake. When we submitted the actual report for 2424472-2019-00214 and received a duplicate number error, this discrepancy was discovered. This submission is to re-submit this report under the correct MFR report # 2424472-2018-00214.

Event description:
Based on the device evaluation of a cavitron plus on december 6, 2018, the water system clogged up with debris and the sterimate was burned; no injury resulted.